Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the radius arm detachment on enterprise 5000x medical bed, which occurred in the (B)(6) hospital in (B)(6). There was no information regarding patient involvement and no injury was reported. No injury nor other medical consequences were reported

Manufacturer narrative:
On 03 may 2019 arjo was informed about the radius arm detachment on enterprise 5000x medical bed, which occurred in the customer facility in new zealand. There was no information regarding circumstances of event such as patient involvement. No injury was reported to be a result of this event. As an immediate action, the claimed device was removed from further usage. The involved bed was manufactured and released on 05 jun 2017. This device undergone the internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found that could affect the bed's stability. The review of post-market surveillance data and investigation into the radius arm detachment, carried out at the manufacturer site showed that radius arm detachment and collapse of the bed can occur only under two specific circumstances. The first one may occur, when the bed's backrest is blocked by the obstacle e.g. Windowsill (in the position of 45 degrees), then the backrest is moved to the actuator's limit and next the bed foot section is pulled. The second one scenario may took place, when the obstacle is put between the base frame and radius arm. Findings of this investigation allow to conclude that the radius arm would not detach when the bed is handled in accordance with the instructions for use. The instructions for use dedicated to the enterprise 5000x bed (746-577-UK rev. 10) includes information and warnings, which are crucial for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is a very low risk of the radius arm detachment occurrence - as evidenced by the test results mentioned above. Despite fact that the information regarding circumstances of the malfunction occurrence was not available, the investigation results allowed to conclude that one of the scenarios mentioned above caused the malfunction. In summary, it was not possible to determine if claimed the enterprise 5000x bed was used for patient therapy when the radius arm dislodged from the bed's frame. During the bed's evaluation, the alleged malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instructions for use. The complaint was decided to be reportable due to the reported malfunction- radius arm detachment, which can result in bed's collapse. The malfunction as such may pose a risk of serious injury upon incident recurrence.

Event description:
On 03 may 2019 arjo was informed about the radius arm detachment on enterprise 5000x medical bed, which occurred in the customer facility in new zealand. There was no information regarding circumstances of event such as patient involvement. No injury was reported to be a result of this event. As an immediate action, the claimed device was removed from further usage.